Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported that 4 clips scissored. The er320 came from a fdc 15 kit. The case was completed with a same like device. There was no consequence to the pt.